Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in a shoulder arthroscopy on (B)(6) 2011, the tip of the needle broke off inside the surgical site. The broken tip was located, however, the surgeon elected to leave it in place because of its location and because he believed that it would do more harm than good trying to remove the broken tip. There was no patient injury and no significant delay with this reported problem.

Manufacturer narrative:
An evaluation and testing on the needle could not be performed, as the product was already discarded at the user facility. Without the involved needle, the root cause of this reported breakage could not be determined. Of a lot containing (B)(4) units, there were no other similar reports received. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery, the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough, there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.